Event description:
The customer reported that the system displayed an invalid signal input error message and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.